Event description:
Falsely elevated troponin I results were obtained on two patient samples. The results were reported and questioned by the physician. Repeat runs of the same samples recovered lower, negative results. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the possible cause for the falsely elevated troponin I results was unknown. The instrument is performing within specifications. No further evaluation of the device is required.